Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 626599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy (for dysplasia) on (B)(6) 2015, endocervical squamous metaplasia, nabothian cyst, adenomyosis uteri, uterine leiomyoma, paratubal cyst, ovarian cyst, abnormal uterine bleeding and fibroids. Patient denies abdominal pain, abnormal pap smears, abnormal periods, abnormal vaginal discharge, amenorrhea, anxiety, back pa in, bowel problems, breast mass or lumps, depression, headaches, increase abdominal girth, metrorrhagia, pelvic pain, post-coital bleeding , pregnancy, significant weight change, urinary symptoms, vaginal dryness, vasomotor symptoms and vulvar pruritus. Concurrent conditions included dysmenorrhea and dyspareunia. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: mental anguish") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right ostial was identified and the essure device was placed in the right ostia and three counts of coils were left out of the ostium. Left side: three coils were counted at the end. Discrepancy noted that in the previous version essure confirmation test done was as reported and in follow up the information was reported as patient did not under go essure conformation test. Treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia, pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Lot number: 626599, manufacturing date: 2008-02, and expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) female patient who had essure (batch no. 626599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy (for dysplasia) on (B)(6) 2015, endocervical squamous metaplasia, nabothian cyst, adenomyosis uteri, uterine leiomyoma, paratubal cyst, ovarian cyst, abnormal uterine bleeding and fibroids. Patient denies abdominal pain, abnormal pap smears, abnormal periods, abnormal vaginal discharge, amenorrhea, anxiety, back pa in, bowel problems, breast mass or lumps, depression, headaches, increase abdominal girth, metrorrhagia, pelvic pain, post-coital bleeding , pregnancy, significant weight change, urinary symptoms, vaginal dryness, vasomotor symptoms and vulvar pruritus. Concurrent conditions included dysmenorrhea and dyspareunia. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: mental anguish") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right ostial was identified and the essure device was placed in the right ostia and three counts of coils were left out of the ostium. Left side: three coils were counted at the end. Discrepancy noted that in the previous version essure confirmation test done was as reported and in follow up the information was reported as patient did not under go essure conformation test. Treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia, pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received. Reporter information, patient middle name, medical history, product removal details added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.